Event description:
It was reported that the device melted.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device manufacture date is not known. Alleged failure: l-hook melted during case. Coag was set to 35 at time of event. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be 1) conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, 2) power set too high. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device melted.